Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was visited to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 180 mg/dl and insulin pump was not working. Customer reported that they received reprogram alarm. Customer was able to successfully clear the alarm. Alarm occurred during the first rewind. Customer reported that they received repeated no delivery alarm. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.